Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7 d11: additional concomitant device reported. H3, h4, h6: device history lot part number: 311.023. Lot number: t198159. Manufacturing site: tuttlingen. Release to warehouse date: 01-jul-2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H6: investigation summary: background: it was reported that on (B)(6), 2021, during evaluation in the loaner department, it was found that the ratcheting screwdriver handle has a broken component. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: the ratcheting screwdriver handle (p/n: 311.023, lot number: t198159) was received at us cq. Visual inspection of the complaint device showed the thumb screw switch is missing. Service and repair evaluation: during evaluation in the loaner department, it was found that the ratcheting screwdriver handle has a broken component. The repair technician reported the screw for the switch is missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/defect was identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing component. Document/specification review: 311_023 rev g (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the thumb screw switch is missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation in the loaner department, it was found that the ratcheting screwdriver handle has a broken component. There was no patient involvement. This report involves one (1) ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).